Event description:
It was reported that the lead integrity alert (lia) occurred with the right ventricular (rv) lead for noise and oversensing. It was determined there was no lead issue and the electromagnetic interference was the cause. The rv lead remains in use with no intervention taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Five non-sustained tachycardias (nst) between 2014-(B)(4). Greater than thirty v-sic in three days. Lead failure predictor triggered on 2014-(B)(4) for v-sic and nst.